Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual of the returned device identified fold creases. Weight measurement of the device identified device weight was within specification. Microscopic analysis was performed and identified a curved opening with striated edge. Based on the device analysis the final assessment was a curved striated opening assessed as surgical damage. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "implant exchange due to the patient¿s concern," as well as, "fluid around the implant, and oozing from the right nipple." Additionally, healthcare professional reported capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma(late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant exchange due to the patient¿s concern," as well as, "fluid around the implant, and oozing from the right nipple."

Event description:
Healthcare professional reported right side "implant exchange due to the patient¿s concern," as well as, "fluid around the implant, and oozing from the right nipple." The device has been explanted.